Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using cold insulin, and not removing air from the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature when filling cartridge, and the tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.